Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4).

Event description:
It was reported that a pediatric patient underwent a wound closure on an unknown date and topical skin adhesive was used. While closing the wound, the patient experienced a severe burning sensation. The physician reported that one layer of the product was applied. The patient may have needed the adhesive removed and had reddened skin at the site. Additional information has been requested.